Manufacturer narrative:
Literature citation: samad hashimi, md., and ross m. Bremner, md, phd., complications following surgery for gastroesophageal refluz disease and achalasia, thorac surg clin 25 (2015) 485¿498. Multiple emails have been sent to dr. (B)(6) requesting confirmation of the pictured device, including the lot number. No response has been received. The publication date is listed as 2015, so the event date has been estimated to be (B)(6) 2015.

Event description:
It was reported in a literature article titled "complications following surgery for gastroesophageal reflux disease and achalasia" that a permanent mesh was resected during reoperation due to erosion. The product was not identified by brand name however photographs of the explanted device appear to have similar physical characteristics of dualmesh.